Manufacturer narrative:
We have received the complaint device for evaluation and we have confirmed the reported incident. We observed that the balloon in this catheter had a circumferential rupture and was missing about 3 mm of its balloon piece at its middle region. No other defects were noted on this device. Surgeon had tested the balloon functionality before use and found it be operational. During follow-up with the surgeon, we learned that the device was used to pull an old adherent thrombus. When he attempted to remove the thrombus, he experienced more resistance compared to his previous cases. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. Our quality control inspector had also performed a pull test on a sample of the catheters from this lot number during in-process inspection. All of these units passed the qc requirements and performed as intended when tested to their validated force. Based on our observation of the returned device, it is possible that some anatomical ( calcification or stenosis in the lesion area ) or procedural factors ( use of excessive force to remove the thrombus) may have contributed to the balloon rupture. Our IFU appropriately warns the users about the risks that could occur with the use of the embolectomy catheter including the risk of balloon rupture due to exposure to calcified plaque or overinflated balloon. The arterial embolectomy catheter is not recommended for the removal of fibrous, adherent or calcified material ( eg. Chronic clot, atherosclerotic plaque ). This catheter is not designed to withstand the additional pull force needed to remove these materials. There was no injury to the patient as the result of this incident. Surgeon completed the procedure using another lemaitre over-the-wire embolectomy catheter. Please note that we have also submitted another manufacturer's incident report # 1220948-2019-00169 that occurred during this same case following the aforementioned incident.

Event description:
During de-clotting of av fistula, when surgeon attempted to remove the thrombus by pulling it through the inflated balloon of over-the-wire thrombectomy catheter, he observed the balloon to have ruptured when it was removed from the patient's vessel. There was no injury to the patient as the result of this incident. This is report 1 of 2.